Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope experienced an image not displayed and a black screen with lines during reprocessing. There was no report of patient involvement.